Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-calcified, non-tortuous, proximal left anterior descending (lad) artery, the nc trek was used for post-dilatation without issue; however, during removal without resistance the proximal shaft became separated in the anatomy. The device was removed within the guide catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.